Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 07-nov-2022 to 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager hasp was not locking into the latch. A field service engineer advised the customer to take off the remote manager cover and modify the nuts on the adapter plate to properly realign the remote manager. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es smart remote manager was falling off. The customer stated that there was a 15¿20-minute delay in retrieving the medication (insulin). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager hasp was not locking into the latch. A field service engineer advised the customer to take off the remote manager cover and modify the nuts on the adapter plate to properly realign the remote manager. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager was falling off. The customer stated that there was a 15-20 minute delay in retrieving the medication (insulin). There were no adverse events or injuries reported based on this event.